Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the target lesion was calcified lad. The stent delivery system (sds) could not advance into the target lesion. When the sds was removed, the stent dislodged inside the patient's left main. It was thought that the stent became caught on the calcification. The dislodged stent was snared successfully with no patient complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.